Event description:
It was reported that the patient exhibited symptoms of dyspnea upon leadless pacemaker implant. No intervention was performed. The patient's health status was unknown.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-08619 as further investigation found the patient's dyspnea to be unrelated to the implanted aveir pacemaker system or the implant procedure.

Event description:
Further information was received indicating dyspnea is unrelated to any abbott device or procedure.